Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97745, serial# (B)(4), product type programmer, patient. Information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's controller was shutting off or getting stuck. It was also reported that the controller was dead, would not power up, and was showing a software problem error message the patient used to resolve this issue by removing and reinserting the batteries but that no longer works. A new controller was sent to the patient. No patient complications were reported. Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the programmer/controller was still showing the software problem screen and there is nothing on the screen. The patient reported that while on vacation they went through the airport and had the ins off while going through the airport. It was reported that while on vacation they would charge it and it would stop charging with no display. The patient reported that they let the battery out overnight and put it back in and was able to lower stimulation. The patient reported that upon return home, the patient programmer works but showed a ¿software something¿ screen. The patient reported that they were set on high settings and over the weekend every time they sat down, they were getting like electrocuted. It was reported that the stimulation felt more than needed when sitting down. It was clarified that it does not feel like shocking but there is more stimulation than needed. The rep put the `inverter control' where it goes away when the patient lays flat. The patient had to lower stimulator to low setting with 'inverter control' but if he is sitting in a car etc, stim is intense. The patient reported that they had little pain. And they have never really been out of pain. The patient reported that the therapy was helping with stabbing pain in his legs for his nerves. The patient reported that they haven¿t had a change of pain but just the regular pain. The patient reported that they have everyday pain that cannot be tolerated anymore. It was reported that the reps were aware of the pain when they put the device in.

Manufacturer narrative:
Continuation of d11: product ID 97745bp serial# (B)(4) product type accessory. Product ID 97745 serial# (B)(4) product type programmer, patient d11: review of this MDR shows that there is no information to reasonably suggest that the controller battery pack (serial # (B)(4)) in this report may have caused or contributed to a death or serious injury or that the battery pack in this report had malfunctioned. Therefore, the battery pack does not meet reporting requirements in 21 cfr 803. G4: initial aware date of the event was (B)(6) 2018. H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's controller was shutting off or getting stuck. It was also reported that the controller was dead, would not power up, and was showing a software problem error message the patient used to resolve this issue by removing and reinserting the batteries but that no longer works. A new controller was sent to the patient. No patient complications were reported. Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the programmer/controller was still showing the software problem screen and there is nothing on the screen. The patient reported that while on vacation they went through the airport and had the ins off while going through the airport. It was reported that while on vacation they would charge it and it would stop charging with no display. The patient reported that they left the battery out overnight and put it back in and was able lower stimulation. The patient reported that upon return home, the patient programmer worked but showed a ¿software something¿ screen. The patient didn't see the software problem screen at the time of the call. They reinserted the battery and the controller would work, eventually it stopped working. The patient stated they used the controller to see if they could get it to read and there was no blinking on the remote. The charging battery was lit up and the co ntroller should be charged. At the time there was nothing on the screen, no light, nothing. The patient reported that they were set on high settings and over the weekend every time they sat down, they were getting like electrocuted. It was reported that the stimulation felt more than needed when sitting down. It was clarified that it does not feel like shocking but there is more stimulation than needed. The rep put the `inverter control' where it goes away when the patient lays flat. The patient had to lower stimulator to low setting with 'inverter control' but if he is sitting in a car etc, stim it's intense. The patient reported that they had a little pain and they have never really been out of pain. The patient reported that the therapy was helping with stabbing pain in his legs for his nerves. The patient reported that they haven¿t had a change of pain but just the regular pain. The patient reported that they have everyday pain and pain that cannot be tolerated anymore. It was reported that the reps were aware of the pain when they put the device in. Additional information was received from the patient. It was reported that they received the new lithium battery but the patient thought the controller was not working correctly. They stated they were in tears last night because they could not control the stimulation with the controller and it was at the highest point. They received the battery pack on the day of the report and it was charging but when they started to charge it, it would not work. They had to take the battery out again and put it back in the controller to start recharging. The patient stated the controller was working now but they were concerned that they had to take out the battery and replace it twice. A replacement controller was sent. The patient also stated that yesterday, the put regular batteries in the controller but it seemed like every 15 minutes, the settings would revert to the highest settings in the back. If the patient had the setting at 3.5, it would revert back to 5.0. They stated they were walking and it hit them like a ton of bricks. This went on until they turned off the ins. They stated when they did that the controller started to vibrate. Their legs were like being in an electric chair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 97745bp, lot# (B)(4), product type: accessory; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they received the new lithium battery but the patient thought the controller was not working correctly. They stated they were in tears last night because they could not control the stimulation with the controller and it was at the highest point. They received the battery pack on the day of the report and it was charging but when they started to charge it, it would not work. They had to take the battery out again and put it back in the controller to start recharging. The patient stated the controller was working now but they were concerned that they had to take out the battery and replace it twice. A replacement controller was sent. The patient also stated that yesterday, the put regular batteries in the controller but it seemed like every 15 minutes, the settings would revert to the highest settings in the back. If the patient had the setting at 3.5, it would revert back to 5.0. They stated they were walking and it hit them like a ton of bricks. This went on until they turned off the ins. They stated when they did that the controller started to vibrate. Their legs were like being in an electric chair. No further patient complications were reported as a result of this event.